Event description:
A pt was to receive a d5 normal saline solution at an unspecified rate. The tubing was primed and placed on the pump. When the pump was powered up, it was reported to have alarmed "check cassette". The therapy was resumed using a replacement pump and a new tubing set. There was no reported adverse pt event or delay in critical therapy. Although requested, no additional info was available.